Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code 107) was confirmed. The multiple abnormal shutdowns were due to a defective pxa processor on the computer/analog board. The root cause for the defective pxa processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.